Manufacturer narrative:
The investigation into limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. G1 reporting contact email was reported incorrectly on manufacturer device report 1220648-2024-21657.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant had an elderly patient who had the impella cp placed via axillary after the 5.5 failed delivery. It was reported that the patient had mottled arm below elbow and believed to have thrombus, no pulses. The doctor elected to start dobutamine and case was aborted, the patient was taken to intensive care unit where she continued to decline, cardiopulmonary resuscitation initiated but ultimately the patient expired. The relationship between the impella and cause of death is unknown.